Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized three months ago because she couldn't remove the battery cap from the insulin pump and couldn't get insulin. Customer inserted another battery and was unable to get the device to turn back on, device alarmed low battery. Customer called emergency services as blood glucose was over 400 mg/dl. Customer wasn't wearing the device at the time of the hospitalization she had been off for about three hours. Customer was hospitalized for two or three days. Customer's trainer had given her a new battery. New battery cap was sent to the customer. The device is not returning for analysis.